Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2009. Additional information received from patient's legal counsel reports patient allegations of elevated metal ion levels, tissue and bone destruction and negative and detrimental effects to the muscles and ligaments. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for revision was mechanical loosening of the femoral component. Operative report further noted cloudy fluid within hip and mechanical debris. The femoral stem and modular head were removed and replaced.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2009. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient allegations of elevated metal ion levels, tissue and bone destruction and negative and detrimental effects to the muscles and ligaments.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2009. Additional information received from patient¿s legal counsel reports patient allegations of elevated metal ion levels, tissue and bone destruction and negative and detrimental effects to the muscles and ligaments. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for revision was mechanical loosening of the femoral component. Operative report further noted pain, cloudy fluid within hip and mechanical debris. The femoral stem and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01054-1 & 2014-00511).